Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The cables at the back of the unit were reseated to resolve the issue. Left message for customer contact requesting patient information (B)(6) 2022. No information provided to date. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported a system shutdown resulting in a loss of mechanical ventilation during a case. There was no patient injury.